Event description:
It was reported a balloon burst and the wire from inside the balloon catheter protruded from the balloon a 30 psi during a pyloric dilatation procedure. A perforation in the area of dilatation was noted post procedure. The pt was transferred to another facility for treatment of the perforation. No further details regarding treatment were available. The balloon catheter was returned, retained and evaluated by this MFR. The evaluatioin noted the wire was no longer attached inside the balloon but was protruding from the burst balloon. It could not be determined initially the cause for the perforation. The evaluation revealed the wire was protruding from the balloon material. This type of damage to the balloon catheter would most likely occur with overpressurization. However, the physician stated the balloon was inflated to 30 psi. Therefore, co cannot determine the cause for the wire tip detachment but feel it highly unlikely to occur within inflation pressures. Co believes this contributed to the pt's perforation. Directions for use state: "warning: to prevent balloon burst, do not exceed the maximum inflation pressure stated on the catheter's hub label and package label...possible complications that may result from a gastrointestinal balloon dilation procedure include...perforation..."